Event description:
It was reported that 8 cartridges were damaged. Reportedly, the cartridge o-rings were damaged, and the cartridge liner was missing. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridges and resumed insulin therapy.